Event description:
The tech alleged that the pendant cord is damaged and bare metal wires are exposed. No patient impact.

Manufacturer narrative:
The tech replaced the pendant to resolve issue with bed.